Event description:
It was reported that the pt had experienced increased pain. The pt's pump had more volume than expected. The expected volume was 3.1 mls; the actual volume was 20 mls. The pump was used to deliver fentanyl. It was further reported that a rotor study had been done (date not reported) and showed that the rollers were not moving. The hcp planned to repeat the test to be 100% sure. The hcp also had difficulty aspirating fluid from the catheter access port (cap). See MFR's report 6000030200800583. The hcp reported that a second rotor study was done on 01/18/2008 and the roller study seemed to show movement. An x-ray the same day, showed no break in the continuity of the catheter. The hcp planned to replace the catheter. The final pt outcome was reported as "no injury".